Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an alleged chronic infection post left ventricular assist device. It was noted that the device was oversensing pvc's or intermittent block that was causing the device not to pace when required. The system was explanted and replaced to another manufacturer. No adverse patient effects were reported.

Event description:
Additional information was received that this system was just now explanted, and not previously explanted like was originally reported. No adverse patient effects were reported.